Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls; customer's mother confirmed the new product replacement received and run control test that within range;the customer's blood glucose level is lowering into 300's with medication treatment .customer's goal is low the glucose level in the 200's.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 200mg/dl fasting. Verified the strips expire 10/24/2018. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained 468mg/dl and 483mg/dl fasting. Reviewed meter memory: 545mg/dl on (B)(6) 2016 02:53:00 pm fasting: yes. Memory concerns: 545mg/dl. Customer's mother calling for her son as they are concern with reading from meter. Customer is a new diabetic new to testing. Customer has a uti and a respiratory infection and is on meds for sugar and for medical issues. Customer's mother has not asked the doctor if the meds may have caused the glucose level goes up customer not following and diet and customer drank regular a soda 2 hours ago. Customer has only tested three times with meter.